Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during formation of corneal flap in a patient's right eye, a local non-incision zone from nine to eleven o'clock was noted. This uncut flap are was three to four diameters in size. The surgeon decided to raise the corneal flap and ablated with excimer laser. In the area of uncut, the surgeon manually separated the flap and ablated. The uncut area was partially covered due to the fact that the surgeon was not able to completely separate and lift the corneal flap. The patient is scheduled to follow up.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).